Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is unknown.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had an unresponsive up arrow button due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corner and cracked reservoir tube lip.